Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6fsheath hole prior to an endoprosthesis interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with six proglide devices. The endoprosthesis interventional procedure was completed. Cut down surgery was performed to achieve hemostasis. There was no reported adverse patient sequela; however, there was a clinically significant delay in the procedure or therapy due to the need for cut down surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.